Event description:
See initial report.

Manufacturer narrative:
H.10: the customer did not requested any further service activity on the machine and no further complaints have been received from this center regarding the involved s5 console. Based on the investigation performed for similar cases, the reported error messages and displays configuration issues can be due to a can-bus interruption. The can-bus interruption can be due to hardware issues of any of the component connected to the can or to external interferences . Taking into account that the unit is still in use at the customer site and that no further events have been reported, it is reasonable to assume that the issue did not recur and that the most likely root cause of the reported event is traceable to external interference from high frequency devices. As per machine instruction for use, it is strongly recommended to check the operating theater and the ambient of the operating theater for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and it was not possible since the pump was being used in a case despite malfunction reported to livanova and could not be verified. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a multiple errors appeared on the control panel while using s5 system after a procedure. It was stated that messages related to deviating display configuration, arterial clamp disconnected/failed, arterial clamp had a cp5 timeout, arterial clamp does not open or close and new setup will be used after restart appeared. There was no report of patient injury.